Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 120-121 mg/dl. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.